Event description:
It was reported that this electrode had a history of exhibiting high shock impedance measurements as it was no longer positioned properly for the patient. The patient was reported to have gained weight since the time of the original implant. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.